Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: type of investigation, investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for calcification was confirmed based on the medical records provided. Available information suggests patient factors (chronic kidney disease) likely contributed to the event. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical records reviewed, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra (s3u) valve implanted in the native aortic annulus via transfemoral approach. Approximately 6 weeks later, the patient underwent transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 (s3) valve in the native mitral annulus via mini thoracotomy. Approximately 3 years and 5 months post tmvr procedure, the patient presented with lower extremity edema and shortness of breath with onset 8 days prior admission and was diagnosed with heart failure. An echocardiogram done upon admission showed the 29 mm s3 valve in mitral position canted towards the septum, leaflet thickening was seen with restricted motion, and there was a mitral mean gradient of 14 mmhg and severe mitral stenosis. A CT performed reported that there is substantial calcification of the prosthetic mitral valve leaflets consistent with mitral stenosis. No significant thickening of the aortic and mitral prosthetic leaflets was evident. There is no mention of calcification on the aortic valve leaflets. In addition, the 26 mm s3u valve in aortic position with leaflet thickening and severe right coronary cusp leaflet motion restricted. The s3u aortic valve exhibited early degeneration when compared to previous study done 5 months prior, which had reported the s3u with good function, without evident stenosis or regurgitation and an aortic mean gradient of 8 mmhg. Both valves were explanted and replaced during a concomitant mitral valve replacement with a 33 mm non-ew porcine prosthesis and aortic valve replacement with a 29 mm edwards inspiris valve. According to the medical records, the early degeneration of the valves is thought to be related to the renal failure that worsened post-liver transplant 9 months ago, which necessitated a kidney transplant 2 months prior to the valves explant surgery. There was no additional information provided after the explant procedure. This report is regarding the 29 s3 valve with severe mitral prosthetic stenosis due to calcification requiring explant.

Manufacturer narrative:
This is one of two reports submitted for this case. Investigation is ongoing.